Event description:
It was reported that the pta balloon would not deflate after the first inflation was performed. After applying negative pressure to the balloon several times, a 22 gauge needle was used to puncture the pta balloon through the pt's skin. After the pta balloon was punctured, the balloon deflated without further difficulty. The pta balloon dilatation catheter was then removed through the introducer sheath without further incident. Post-procedure, a hematoma was identified in the pt's leg at the site of where the needle aspiration occurred.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample has been returned to the MFR for eval. The investigation is currently underway.